Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 6271935. A device history record review was completed for batch# 6291735. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one batch of material# 700003992 (syringe 0.5ml asm 31ga 6mmtw sm700178 sc) that went into the finished batch# 6291735. Printed barrels ¿ there were four batches of material# 700003990 (barrel 0.5ml printed sm700178) that went into the finished batch# 6291735. There were ten notifications (B)(4) noted for a print defect, and there were eleven notifications (B)(4) noted that did not pertain to the complaint. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received a package of bd ultra-fine¿ insulin syringe(s) that did not have scale markings. This was noticed before use and there was no report of injury or medical interventions.